Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 07/30/2014-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box showed reboots. A visual inspection of the pump showed visible moisture behind the display lens. No damage was found to the battery compartment or the returned battery cap. The pump was found to be cracked between the casing and the display lens and the pump failed an in house leak test due to this. The pump was able to power on; however, the display was blank. The pump cover was opened and moisture ingress was found on the keypad flex and display flex.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.